Event description:
It was reported that during a percutaneous transluminal coronary intervention treatment procedure, stent damage occurred. Vascular access was obtained via a femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50 mm x 12 mm liberté stent was advanced but could not cross the lesion. Then the physician found out that the stent was misshaped. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary intervention treatment procedure, stent damage occurred. Vascular access was obtained via a femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50 mm x 12 mm liberté stent was advanced but could not cross the lesion. Then the physician found out that the stent was misshaped. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the liberte/veriflex device was received with the protective tubing on the distal end of the product mandrel, indicating it was removed and replaced some time after unpacking. The product mandrel was partially in the wire lumen. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were bent struts on the first distal and proximal rows of stent struts. There were multiple kinks throughout the sds. There was no evidence of material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).